Event description:
On 10/28/2022, it was reported by a sales representative via email that an ar-1317ft nano corkscrew ft anchor was detached from the inserter and could not be reattached because inserter appeared bent. This was discovered upon opening package during a soft tissue repair on (B)(6) 2022. A new ar-1317ft nano corkscrew ft was opened to complete the case without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.